Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that two nurses saw two results of hi (greater than 600 mg/dl) on the inform system at 20:37 and at 20:41. They treated the patient with 10 units of lantus and 10 units of novolog based on those results. Reporter states that the patient was transferred to another floor and blood was drawn for a lab test at 21:00. Reporter also stated that they treated the patient with ativan after the blood was drawn because he was having seizures. Reporter states that the lab value was reported as 14 mg/dl and the patient was then treated with d-50 and also d-10. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.